Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. The customer also reported that they fell and skinned their knee because of the low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.